Event description:
The account alleged that the bed exit alarm was not audible. No pt impact.

Manufacturer narrative:
The technician found the connection dislodged at the external buzzer power control board assembly. The technician reconnected the external buzzer power control board assembly to resolve the issue.